Event description:
The ge oec 9800 fluoroscopy system did not display an image when x-ray was commanded. The technique went to maximum values. No live fluoro.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective video cable internal to the interconnect cable. The interconnect cable was replaced. Also, the power cord was replaced due to worn end noted on initial system evaluation for video issue. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.